Event description:
It was reported that a pt participated in a (B)(6) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with a tplif spacer at levels l4, l5, l5 s1 with pedicle screws at l2, l3, l4, l5 and s1. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for zero months. Surgery date was (B)(6) 2006 and postoperatively pt experienced dural tear, requiring suture / tisseal glue. This report is on the second locking cap at l2. This is 14 of 32 reports for the same event.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding¿ d2: additional code is mnh. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.